Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that ¿this extremely limited, almost non-communicative itb (intrathecal baclofen) patient¿ was hospitalized on (B)(6) 2014 with symptoms of increased respiration problems, clonus, tachycardia, a low grade fever and an elevated white blood cell count that began approximately ¿2 to 3 weeks¿ prior to be hospitalized. The patient was treated for pneumonia and put on a ventilator. They never did a culture and the pump was never assessed at that time. The pump alarm had been heard twice an hour for 2-3 weeks now per the reporter as well. It was noted the patient was better than when they were in the hospital but still was experiencing increased spasticity and respiration issues. Per event logs, it was then confirmed a motor stall was noted with no motor stall recovery recorded. The stall occurred on (B)(6) 2014 at 18:55 follow by a stopped pump period may exceed tube set message on (B)(6) 2014 at 18:55 with no recovery to date. A MRI and emi (electromagnetic interference) were ruled out according to the reporter. The last pump refill had been (B)(6) 2014 and the low reservoir alarm date for the next refill was (B)(6) 2014. The reservoir volume was at 3.8cc per pump interrogation on the date of this report. It was noted the patient hadn¿t been on oral baclofen but the reporter indicated they would prescribe some now and discuss pump replacement. The device system was used to deliver compounded baclofen. Later the same day, it was reported the patient was on their way to a hospital so the health care provider (hcp) wasn¿t able to obtain the event logs. The patient had been to the ER (emergency room) three times since (B)(6) 2014 however the reporter didn¿t know the patient¿s symptoms. The device system was used to deliver baclofen. It was further reported the device was explanted and replaced. It was unknown if any diagnostic testing or troubleshooting had been performed. It was also noted the patient¿s hospital admission in (B)(6) was for an ¿unknown issue¿ and the family believed it was due to the pump stalling on (B)(6) 2014 and the patient was in withdrawal. It was reported the family reported not hearing an alarm. The device manufacturer representative tried to play a manual alarm and the sound was so faint you couldn¿t hear it. Additional symptoms included pain. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.